Event description:
It was reported that pump experienced multiple intermittent occlusions. On (B)(6) 2026 customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A bolus via the pump was delivered to address elevated bg. On (B)(6) 2026 customer's bg increased to over 600 mg/dl with ketones of an unspecified size due to the occlusions alarms. As a result, customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address elevated bg. Customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. To resolve the past occlusion issues customer would replace the pump supplies, but ultimately reverted to an alternate form of insulin therapy.